Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised to a reverse. Glenoid components were removed along with the tray and liner. Surgeon determined there was not enough glenoid bone to convert to a hemi. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the revision reported cannot be conclusively determined but may have been due to prosthesis wear of the humeral liner secondary to impingement with native bone and/or abnormal articulation with other components. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and product information was not provided. D1: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.